Event description:
During the procedure the valve of this device leaked. The device was removed and replaced. There is no report of patient injury. It is unknown if the device is to be returned for evaluation.